Event description:
According to the complainant, during procedure prepping, an apparent anchor balloon leak was observed with the prolieve system. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The lot number provided by the complainant, 615229 represents the prolieve catheter; a part of the kit. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded.